Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient had expired. The cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Health care professional reported that the patient passed away from a heart attack and unrelated from pump therapy.